Manufacturer narrative:
The insulin pump powered up properly after battery insertion. No blank display noted by analysis. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for unexpected restart alarm due to no button response. The insulin pump had a stripped battery cap at coin slot, minor scratches on the display window, a scratched case, cracked battery tube threads, a scratched reservoir tube window, a cracked reservoir tube lip, and a missing end cap sticker. Analysis found no damage to c13 isolation tape on interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, blank display, and keypad anomaly. The blood glucose at the time of the incident was 394 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.